Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified: more than three openings on anterior, flat creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: more than three striated openings on anterior 2 location and non-penetrating nick striated on anterior 2 location. Based on the device analysis the final assessment is: more than three striated openings on anterior assessed as surgical damage. Non-penetrating nicks striated on anterior assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture" of a tissue expander.

Event description:
Healthcare professional reported left side "rupture" of a tissue expander. Device has been explanted and replaced.